Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device evaluated by MFR and to provide the completed investigation results. One 19 fr solopath device was received for product evaluation. During decontamination, a reaction with the solution occurred within the sheath indicating the sheath may have been submerged in another substance such as bleach before the reception at terumo medical corporation. Visual inspection revealed that the sheath contained spots of black residue from the reaction. No gross anomalies were noted. An inflation device filled with water was attached to the sheath re-collapsing port. As water was injected into the outer jacket, a leak was noted at approximately 0.647" from the hub. Microscopy revealed that the section in the outer jacket had a small hole present. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the leak might be the presence of plaque/calcium in the artery. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a 11f portico solopath was used for a portico implant. But they were unable to re-collapse the portico solo for removal after the successfully implantation of a 25mm portico valve. So the physician removed it directly. The patient was reported to be stable.